Event description:
Customer requested a log review and pump module eval for an infusion of vancomycin finishing too soon. Pump module was programmed to infuse an intravenous piggyback of vancomycin, 1 gram dose over 90 minutes. Upon entering the room prior to the 90 minute time period the entire vancomycin bag had been infused. According to the pump volume to be infused, the vancomycin still had 47 mls to be infused. Unable to tell how fast the vancomycin had infused. Another rn was called to the bedside to verify the pump was programmed appropriately. The tubing in use at the time of the event was not saved. Customer uses primary administration set model 2420-0500 and secondary administration set model 11448964. There was no pt harm or medical intervention required. No further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received but the eval has not begun. A f/u report will be submitted once the failure investigation has been completed.